Event description:
Reportedly, the device is pacing ventricle after each r-wave sensed, whereas it is programmed in vvi mode. Preliminary analysis of provided files confirmed the reported event. Moreover, the device was found operating in standby mode before the implantation. This was caused by corruption in device memory data. The root cause of this corruption could not be identified with certainty. A hardware issue cannot be excluded. Patient care recommendations have been provided (prompt pacemaker replacement). Following sorin recommendations, re-intervention has been reportedly scheduled on (B)(6) 2015.

Manufacturer narrative:
Following our recommendation, the device was explanted and returned for analysis.

Event description:
Reportedly, the device is pacing ventricle after each r-wave sensed, whereas it is programmed in vvi mode. Preliminary analysis of provided files confirmed the reported event. Moreover, the device was found operating in standby mode before the implantation. This was caused by corruption in device memory data. The root cause of this corruption could not be identified with certainty. A hardware issue cannot be excluded. Patient care recommendations have been provided (prompt pacemaker replacement). Following sorin recommendations, re-intervention has been reportedly scheduled on (B)(6) 2015.

Manufacturer narrative:
.

Event description:
Reportedly, the device is pacing ventricle after each r-wave sensed, whereas it is programmed in vvi mode. Preliminary analysis of provided files confirmed the reported event. Moreover, the device was found operating in standby mode before the implantation. This was caused by corruption in device memory data. The root cause of this corruption could not be identified with certainty. A hardware issue cannot be excluded. Patient care recommendations have been provided (prompt pacemaker replacement). Following sorin recommendations, re-intervention has been reportedly scheduled on (B)(6) 2015.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.